Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead dislodged resulting in oversensing of noise and pacing inhibition. The patient is pacemaker dependent and as a result lost consciousness. The sensitivity was reprogrammed pending surgical intervention to replace the lead. Additional information received indicates that the lead was surgically abandoned.